Event description:
Patient reports their freedom pump, serial number (B)(6), is not working correctly, states it is defective. Patient states during their hizentra infusion, yesterday, the syringe flew out of the pump and the patient had to hold the syringe down during the infusion. Patient confirmed the flow rate tubing was attached. Patient did not miss a dose, nor have an interruption in therapy and did not report an adverse event due to malfunctioning pump. The pharmacy is replacing the pump and the malfunctioning pump will be returned, box has been sent. Unknown if md is aware. No further information, details, or dates provided. Indication: myelin oligodendrocyte glycoprotein antibody disease.